Event description:
On march 21, 2025, senseonics was made aware of an incident where user received an early sensor replacement alert resulting in an early sensor removal.

Manufacturer narrative:
The manufacturer is currently performing an investigation and will provide the results with the supplemental report.

Manufacturer narrative:
The sensor replacement alert was first presented to the user on (B)(6) 2025, day 107 after insertion. An RMA was authorized for the return of the sensor for further investigation. A review of the sensor data showed that the early sensor replacement alert was triggered following a decline in the reference signal, indicative of optical instability. However, this issue could not be reproduced during return product analysis testing, and this may occur in some instances where the condition that presents itself in the body is not reproduced in the lab. Additionally, a decline in chemical performance was observed during the in-house testing; however, it was still above the threshold, making it unlikely oxidation of the glucose indicator of the sensor contributed to the inaccuracies reported. The chemical degradation noted during testing likely occurred during handling after explant or during transportation of the sensor to senseonics. A replacement sensor was provided to the user as part of the resolution. B4. Date of this report 19 nov 2025 g3. Date received by the manufacturer? 19 nov 2025 h3. Device evaluated by manufacturer? Yes h6. Type of investigation updated to 10 h6. Investigation findings updated to 3224 h6. Investigation conclusions updated to 4315

Manufacturer narrative:
The sensor replacement alert was first presented to the user on (B)(6) 2025, day 107 after insertion. The RMA was authorized for the return of the sensor for further investigation. The sensor was received with the hydrogel damaged, which was likely caused by excessive force during the removal process and not related to the user's complaint. In-house testing of the returned sensor was inconclusive due to hydrogel damage over the optics. A review of the raw sensor reference data showed optical instability, potentially due to the in vivo state of the hydrogel or an led issue which could have contributed to the reported failure. As part of resolution,RMA was authorized to offer the user a sensor replacement. B4. Date of this report 19 june 2025. D9 device available for evaluation? Yes on 05 june 2025. G3.date received by the manufacturer? 19 june 2025. H3. Device evaluated by manufacturer? Yes. H6. Type of investigation updated to 10. H6. Investigation findings updated to 3224. H6. Investigation conclusions updated to 4315.